Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. There was a secondary intervention with the implantation of three aortic cuffs performed four years post index procedure for an unknown reason. Aneurysm and vessel morphology from the time of implant are unknown. Currently the patient's anatomy was very favorable with little to no plaque or thrombus anywhere, fairly straight aorta and adequate proximal aortic neck. It was reported that the patient had a type iii endoleak (separation of proximal cuff from bifurcated device). The proximal aortic cuff was in good position below the lowest renal but it appeared the bifurcated device moved distal to it creating the type iii endoleak. The physician implanted an endurant stent graft, (B)(4) and additionally anchored it in with two (B)(4), which were deployed from mid hood down into each iliac limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (migration, endoleak), (unknown cause of event).